Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging an intermittent power issue with the pump. The reporter was unsure if the pump was actually rebooting. The reporter did not allege any harm or injury because of the alleged issue. The reporter indicated that the pump's date and time would be correct. However, she claimed that the pump would need a full rewind, load, and prime. She also mentioned that the pump would have a blank screen but there would also be audible tones and vibration. The alleged intermittent power issue was not resolved with troubleshooting. The yellow o-ring was not visible. There was no visible battery compartment or battery cap damage. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a possible power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4): evaluation revealed that power on resets were observed in the black box. The battery cap and battery compartment were not damaged. The battery cap was able to fully tighten. A battery cap functional test was performed; no battery cap connection defects were observed. The pump was exercised for 24 hours with no power interruptions duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.